Event description:
Additional information was received from a healthcare professional (hcp). The hcp reported that the cause of the lack of stimulation after the first week was not known, but a likely contributing factor was lead migration. The steps taken to resolve the issue were back x-ray and lead revision. The issue had been resolved. The status of the device was listed as discarded, it was then noted that the patient was in possession of the device.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a health care professional (hcp). In response to the inquiry for what most likely caused or contributed to this issue, the hcp replied ¿patient ¿illegible marking¿ ¿scarring¿ in the back that moved the lead. In response to the inquiry for what steps had been or would be taken to resolve this issue, the hcp replied that the patient would come in for follow up, likely a back x-ray. The hcp replied that ¿yes,¿ the issue had been resolved. In response to what steps were or would be taken to resolve the lack of therapeutic benefit, even after replacing the lead, the hcp replied ¿turn the device on,¿ and that ¿yes,¿ this issue had been resolved.

Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va295q3 implanted: (B)(6) 2020 explanted: (B)(6) 2020 product type lead h6: evaluation code method b18 no longer applies to this file. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Device available for evaluation: product ID: 978b128, lot#: va295q3, implanted: (B)(6) 2020, explanted: (B)(6) 2020, product type: lead. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(4), ubd: 30-jun-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient with an implanted neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported that the device had not worked for them at all. The patient said that after the first week they had stopped feeling stimulation and the health care professional (hcp) had changed programming. The patient said that ptns had helped them. They also noted that they were not sure if the evaluation had helped. The patient¿s stimulation was currently noted to be off and the patient said that it seemed to be better with the stimulation off. The patient was redirected to their health care professional (hcp) to further address the issue. No further complications were reported at this time. Additional information was received from the patient. They reported that on (B)(6) 2020, the healthcare professional (hcp) moved the wire to the other side however patient reports still no improvement. On (B)(6) 2020, they had a total knee replacement. The patient think they turned it off before however said after the surgery when they turned it on, it was too strong. Patient moved to initial setting and said it isn't too strong however still not receiving symptoms control of urgency. Reviewed general programming guidance and with instruction patient adjusted the setting. Patient to monitor symptoms and if needed make another adjustment. When patient spoke to the healthcare professional (hcp), said was told to wait two weeks.